Event description:
It was reported that the lens was stuck in the delivery device during insertion and the incision was enlarged to remove the lens. Another lens of same model number was implanted successfully. Reference MDR# 1119279-2014-00191 for the delivery device used during the procedure.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.